Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Out of range, low, pacing lead impedance and high ventricular rate episodes that were actually noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable.